Manufacturer narrative:
(B)(4). Concomitant medical products: 115310, comp rvrs shldr glnsp std 36mm, 752660; 115370, comp rvs tray co 44mm, 244720; xl-115363, arcom xl 44-36 std hmrl brng, 447190. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02972. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's shoulder was revised due to disassociation. It was noted that glenosphere disassociated from baseplate. Attempts were made to gain information, however no additional information was made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified scuffing and scratches that can be felt on the outside radius of the taper adapter. There is wear identified on the poly. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.